Event description:
As reported by the user facility: tube from injection port separated from device causing a large blood spill. No clinician or patient injury. Additional information provided by the facility indicated that the patient and the clinician suffered no adverse sequela associated with the incident and blood replacement was not necessary. The sample was discarded and will not be returned for evaluation.

Manufacturer narrative:
The actual device in the incident was discarded and was not made available for the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. Although no inventory remained of the reported lot, the house retains for the reported lot were subjected lot were subjected to a pull test at the bonded joints using a tensile force tester. All samples exceed the minimum joint separation design specification and passed the join integrity test. There has been no other complaints of this nature against this set. No specific conclusions can be drawn.